Manufacturer narrative:
If implanted, give date: almost 20 years ago. (B)(4).

Manufacturer narrative:
Patient sex, describe event or problem, if implanted, give date, if implanted, give date: updated from almost 20 years ago to (B)(6) 1996. (B)(4).

Event description:
The event was further reported via voluntary medwatch (B)(4).

Event description:
It was reported that venal ulceration and filter removal occurred. A greenfield ivc filter was placed. Almost 20 years later, the patient experienced chronic pain and a duodenal ulceration. The duodenal ulceration was secondary to caval filter erosion into the duodenum, retroperitoneum and aorta. The filter was removed. No further patient complications were reported. The patient has been discharged.

Manufacturer narrative:
Device evaluated by MFR: only the filter was returned to site. Dried blood and muscle tissue was noted on the filter. Four of the six legs were broken on the return of the filter back to site. It is probable that the legs were broken during the removal of the filter from the patient. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that venal ulceration and filter removal occurred. A greenfield ivc filter was placed. Almost 20 years later, the patient experienced chronic pain and a duodenal ulceration. The duodenal ulceration was secondary to caval filter erosion into the duodenum, retroperitoneum and aorta. The filter was removed. No further patient complications were reported. The patient has been discharged.